Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio issue. The customer's blood glucose level was 67 mg/dl. The customer reported the insulin pump had audio issue. The customer reported that the insulin pump did not pass the audio beep test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. Adjusted the audio options audio volume and verified audio tone does not adjust accordingly. Hardware low level failures error noted during self test and confirmed in device history due to broken trace at pin keypad assembly.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Hardware low level failures alarm noted during self test and confirmed in insulin pump history due to broken trace at pin 6 (sda) on u1 keypad assembly. The information provided in case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
The case severity has been changed to malfunction.

Manufacturer narrative:
The supplemental report was submitted to update the case severity but it was done incorrectly. Please disregard the notes. It also had the wrong aware date. Both have been corrected in this report.